Manufacturer narrative:
Correction to g2 removed health professional from initial medwatch report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the reported event was not duplicated during evaluation, the root cause could not be identified. It is likely that the video connector might have been connected to otv-s300 with foreign matter or fluid on it, which caused poor communication at the electric contact area and resulted in the generation of imaging noises. Regarding the liquid mark inside the video connector receiver, the following description was confirmed in the instruction manual of otv-s300. "Connect the video connector to the video system center in a sufficiently dry condition, including electrical contacts. Also, confirm that there is no foreign matter (chemical residue, water smudge, sebum, dust, gauze bud, etc.) At the electrical contact point and connect it. Using the product with wet electrical contacts or with foreign matter attached may cause the product to malfunction or malfunction." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This device was returned to olympus for evaluation. The device evaluation did not confirm the original complaint and there were no additional findings. This investigation is still ongoing. A supplemental report will be submitted if any additional information is provided.

Event description:
The customer reported to olympus, during preparation for use for a diagnostic laparoscopic cholecystectomy procedure the video system center had the following reportable events identified; noise appears in the image. There was no delay in the procedure or harm to the patient. The procedure was completed using a similar device.